Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that does not turn on; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative did not know if there were any reports of patient involvement, patient injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that does not turn on was confirmed and reproduced during product evaluation. The root cause of the reported condition was determined to be depleted main batteries. The depleted batteries led to fc 199 which prevented the pump from being turned on. The main batteries and battery harness were replaced to resolve the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has not been previously sent into service for the reported condition of damaged battery. However, during previous service on 5-16-2007 for field corrective action upgrades, the main batteries and harness were replaced per procedure.